Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were obtained through a review of the surgical history previously provided by the physician. Investigation summary: with all the available information, boston scientific concludes that the clinical observation of incontinence, leading to device replacement, was likely caused by a hole identified in the device cuff, which impacted device function. DHR review: the device history record confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The cuff and pump were returned. Both components were visually inspected, microscopically examined and leak tested. Visual inspection of the cuff noted a leak around the lateral area of the inflatable pillow, and it was observed that the buttonhole was torn, which is consistent with expected damage due to explant. Microscopic examination observed that the leak is an inside-out pinhole, consistent with wear at fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) leading to a replacement procedure. Inspection of the explanted device identified a hole on the cuff, fluid loss was present when filled with pressurized saline. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) leading to a replacement procedure. Inspection of the explanted device identified a hole on the cuff, fluid loss was present when filled with pressurized saline. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported.